Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the suture broke. The staff used a backup suture and the wound was open longer, there was a 40 minute delay and additional antibiotics had to be administered as the wound took longer to resolve. Additional information has been requested and received.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).